Event description:
The customer reported the system hung (locked-up) during an attempted exposure. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The backplane circuit board and ps1 power supply were replaced. The system was then found to be operating as intended.